Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, during knot advancement, the knot pulled 'through the vessel wall'. Manual compression was applied for over an hour to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.